Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix® 3000 ml dua l-chamber eva bag was leaking after approximately 30 minutes after the infusion was started. The leak was coming from left side of the bag (round bottom corner). The bag was filled with parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a drop of solution from a leak at the bottom right side edge area in back of the bag filled with solution. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.